Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and damage on the insulin pump. Customer advised the reservoir window was cracked, the medtronic logo was discolored and the no delivery alarm occurs frequently.

Manufacturer narrative:
The pump passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a stained end cap sticker. No crack on the reservoir tube window noted.